Event description:
On (B)(4) 2013, a (B)(6) video was posted online by dr (B)(6) with the following information: video - documented prograsp instrument malfunction. Notice the instrument's wire is torn cut. Video depicts cut wire, around 5 o'clock location of the video monitor at the end of the video clip. It shows around the middle of the prograsp instrument's end, sticks out in a right angle. Prograsp is normally changed after 10 case uses. This particular prograsp was used only once before. No injury happened in this case, because the cut was noticed and instrument disposed/replaced. If not noticed, it could have the potential of causing serosal bowel injury, due to the sharp edge of the cut metal wire. Perhaps, the manufacturer better add a sleeve around the bare wires for protection, similar to the protecting sleeve around the monopolar hot shear. As always, vigilance is needed in any case, any instrument, any surgery, anytime.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter regarding this complaint to request more information regarding the event; however, as of the date of this report no response has been received. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.